Event description:
It was reported to medtronic minimed that the customer experienced physical damage to their pump, allegations of insulin delivery issues, and difficulties connecting the sensor/transmitter. The customer reported that the pump fell off a table, causing a crack on the belt clip rail. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-7841zn, mmt-242a. The customer reported a loss of communication issue and allegations of high blood glucose levels due to under-delivery of insulin. Troubleshooting was not performed as the customer declined assistance. The customer was advised to discontinue pump use and revert to their backup plan as per healthcare provider (hcp) instructions. No harm requiring medical intervention was reported. No replacement or return is required for mmt-332a, mmt-7040a, mmt-7841zn, mmt-242a. Mmt-1884 is expected to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.